Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/01/2015. The fse confirmed pinched tubing from pm7 through valve (vl) 3. The fse replaced the tubing, resolving the r flagging. No further leak was observed. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an unknown amount of contained fluid leaked from the lh780 analyzer. The customer also reported the instrument generated review (r) flags for the white blood cell (wbc) and hemoglobin (hgb) parameters on patient samples during the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.